Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 4+ functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip was successfully implanted at anterior and posterior leaflet 2(a2p2). During the deployment sequence of second mitraclip, the clip was observed to be open after releasing pin. The mr was reduced to grade 3+ post procedure. There was no clinically significant delay or adverse patient effects reported.